Manufacturer narrative:
The product associated with this report has not been returned. No contact information is available for the reporter of the complaint. Therefore, the reporter can not be asked to return the product for analysis and/or indicate the product serial number. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. The initial report of the alleged event was submitted anonymous and no contact information was provided for a possible follow-up. All attempts to contact the reporter were unsuccessful. Infection is a surgical/physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addressed the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period of years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."

Event description:
Reported as "infection under adjustment box (port), the lap-band taken out."